Event description:
A retrospective review of journal articles from 1999 to 2010 was performed on (B) (6), 2010. During review, determination was made that details in the article may not have been reported for medwatch filing. Article: minimal access treatment of pectus carinatum: a preliminary report by andras hock, in the pediatric surg int (2009) 25:337-342. This initial experience reports the correction of pectus excavatum using a minimal access technique in five male patients between (B) (6) 2002 and (B) (6) 2004. There was one dislocation in which the bar was finally removed, and in three patients a prolapse of the end of the strut through intercostal space necessitated refixation using wires. It was noted in the article the reason for the technical failure (for the patient requiring bar removal) of the procedure can be attributed to the incorrect patient selection with an asymmetric deformity as the asymmetrical pectus bar placement was responsible for the unsuccessful treatment.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Product is intended to aid treatment of pectus excavatum deformity.